Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that in (B)(6) 2025, a 25mm navitor vison valve was chosen for implant using a small flexnav delivery system. During procedure, after the wire crossed aorta, the patient had heart block. The valve was implanted at great depth of 4mm/4mm. A pacemaker was needed for heart block. The patient was reported stable.

Event description:
It was reported that in (B)(6) 2025, a 25 mm navitor vison valve was chosen for implant using a small flexnav delivery system. During procedure, after the wire crossed aorta, the patient had heart block. The valve was implanted at great depth of 4 mm/4 mm. A permanent pacemaker was needed for heart block. The patient was reported stable.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported complete heart block could not be conclusively determined. The reported surgical intervention was due to case-specific circumstances. Following the procedure, a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.